Event description:
Got the filshie clips put in after my daughter was born on (B)(6) 2012 about 6 months later I started having pain ever since having them in I have had pain then irregular periods, headaches, muscle aches, feeling sick to my stomach, sometimes my stomach hurts so bad I could cry and now I am missing periods. All I want is these things out.